Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "defective piece, does not have the pin that attaches to the tray" . The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - fw external report de novedad colectivo 455216. Clínica el rosario sede centro. The photo investigation revealed that the pin present in pf*2 mod tb ce pun gd sz 1.5-3 was missing. Review of provided photo shows that the pin is not present, with the available evidence potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pf*2 mod tb ce pun gd sz 1.5-3 would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the pin is missing from the device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.